Event description:
The hcp reported the pt was experiencing chills, fever, increased pain, and headache. The hcp felt the pt had an infection. No cultures were done. An x-ray was done that demonstrated a catheter dislodgement. The pt was treated with antibiotics and total device system explant. The pt was reimplanted with pump and catheter in 2004 and is reported to be doing "pretty good."